Event description:
It was reported that at a pump refill visit, it was determined via fluoroscopy that the patient's pump was flipped. The patient had no symptoms, but they were unable to refill the pump. A follow-up report will be sent if additional information becomes available